Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant three times after the essure implant (first pregnancy)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), weight decreased ("weight loss"), menorrhagia ("menorrhagia/blood clots"), dysmenorrhoea ("severe menstrual cramps"), teeth brittle ("brittle teeth"), migraine ("migraine headaches") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial bilateral salpingectomy on (B)(6) 2014). On (B)(6) 2014, the patient experienced complication of device removal ("physician only described the presence of an essure coil in the left tube, patient does not know whether the other essure coil remains in her body"). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, alopecia, weight decreased, menorrhagia, dysmenorrhoea, teeth brittle and migraine had not resolved and the pregnancy with contraceptive device and complication of device removal outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, teeth brittle and weight decreased to be related to essure. The reporter commented: she underwent a partial bilateral salpingectomy on (B)(6) 2014 for permanent sterilization. The physician noted the removal of both fallopian tubes, but only described the presence of an essure coil in the left tube. Plaintiff does not know whether the other essure coil remains in her body. Other two pregnancy case were created for this plaintiff, please refer to 2017-212409 and 2017-212413. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.